Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. As received, the battery was unable to power on a monitor. The battery had a damaged pin2 on connector j2 from contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A patient's battery was returned for an unrelated problem. Upon investigation a reportable malfunction was found.